Event description:
A peritoneal dialysis (pd) patient reported that a liberty select cycler was having a display brightness problem even though the brightness was set at 10. A draining slowly message was also indicated during a drain cycler. A new cycler was issued to the patient. The patient was advised to continue the use of the cycler if able to see the screen until the new cycler arrived. If unable to see the screen as needed, then patient will perform manual treatments in the absence of a cycler. Patient advised to inform the patient¿s peritoneal dialysis nurse (pdrn) regarding the new cycler. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment manually. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Screen brightness check failed. The screen was dim upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a dim display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. Valve actuation test passed. System air leak test passed. The simulated treatment pre-accelerated stress test (ast) 15 minute 1000 ml test passed. The treatment record after the simulated pre-ast shows the cycler drained as intended. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection.an investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification a review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom codes. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.